Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: upon evaluation, the xenon lightsource failed to ignite the lamp when powered on and the unit failed the attenuation test when attempting to adjust the light intensity. The lamp and the attenuator switch has been replaced to correct these issues. Root cause analysis: an internal quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating and shutting off; in addition, the shutter does not function. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported.